Event description:
It was reported to an arjo representative that there was an incident with the involvement of maxi 500 floor lift and passive clip sling. Following initial information provided, it seems likely that during transfer one of the sling's clip detached from a spreader bar attachment point (pin) causing the resident to fall off the sling. Referring to the information provided by the customer, the event was the most probably a result of an user error resulting from the transfer being carried out by two staff members from another company. On (B)(6) 2020 the customer has been visited by the arjo representative to perform interview and device evaluation. There were no abnormalities found within the lift nor the sling. However, arjo was informed that patient involved in the event passed away. It still remains unknown what were the event detailed circumstances and what was the cause of the patient's death.